Manufacturer narrative:
D9 - date returned to MFR was 19-may-2026. D1, d2a - updated. H3 and h6 ¿ updated. The suspected device was returned for evaluation, and a review of its service history revealed no previous issues. The visual inspection showed the no defects/discrepancies were noted. Functional testing was performed and down stream occlusion (dso) sensor did not respond. The reported issue was confirmed. The root cause of the reported issue was unable to be determined. After replacing the dso sensor, the problem was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was damaged and exhibited a cassette error. There was no patient involvement, no injury was reported.